Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using fiasp and lyumjev insulin with the pump. Tandem customer technical support informed customer that fiasp and lyumjev insulin is off-label per the user guide. Additionally, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.